Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and some signs of usage. The heater had lifted up somewhat in the center. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shutdown performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 kept shutting off. The harvester was harvesting the thigh on an extremely thin patient. He "was about 4" up the thigh and the device overheated and shut off. He waited 30 seconds. The device came back on but immediately shut off again. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was not returned.